Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the oxygen (o2) sensor on an 840 ventilator failed calibration. The ventilator was not in use on a patient at the time the event occurred.